Manufacturer narrative:
Device technical analysis: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that both the inner and outer valves were torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of "sheath visible air/bubbles" is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. A secondary conclusion code of "cause traced to transport/storage" was applied for the additional finding of valve deformation. Inspection showed deformation consistent with prolonged dilator insertion, and the device was returned with the dilator still inserted. This condition was not included in the reported event, indicating it was likely not present at the time of use and may have occurred during transport or storage.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. After inserting the farawave catheter into the sheath, air leakage occurred at the tail end of the sheath during withdrawal. The procedure was reportedly completed with this device. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. After inserting the farawave catheter into the sheath, air leakage occurred at the tail end of the sheath during withdrawal. The procedure was reportedly completed with this device. No patient complications were reported. The device is expected to be returned for analysis.